Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was undergoing surgery for an advanced evaluation with an external neurostimulator. They reported that during the procedure in the operating room, they had increased the test stim cable up to 6 v and the patient was feeling no motor response. They reported that the physician had tried all sacral nerves s2-s4 and that the flouro imaging showed proper location. The caller opened a different test stim cable and increased to 300 pulse width. No motor response was seen. Technical services reviewed that it might be the patient's anatomy. The rep was going to discuss with the patient's doctor to see how to proceed. Additional information was received from a manufacturer representative (rep). The rep reported that neither lead elicited a motor response, but the patient felt stimulation afterwards and were having success with their test. The foramen needle did get motor response, but when the lead was placed, there was no motor response each time, which was why they had to open another lead to check.